Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving an unknown drug via an implantable pump for neuropathic and nociceptive non-malignant pain and post laminectomy syndrome. It was reported that on (B)(6) 2025 during a pump refill there was movement of the pump within the pocket. For safety purposes, the pump was refilled with fluoroscopy while holding the pump in place. There was a reservoir volume discrepancy that was less than 1 ml and there was no concern of pump inversion or catheter kink. The patient also reported a few days prior they felt pain at the pump site after walking/turning. They were referred for a revision to re-suture the pump. On (B)(6) 2025 a new pump pocket was fashioned in the left buttock and the pump segment of the catheter was replaced. The event was resolved without sequelae. The device diagnosis was pump migration. The etiology of the event indicated the relationship of the event to the device or therapy was a causal relationship and the relationship of the event to the implant procedure was not related.